Manufacturer narrative:
Customer led panel replacement part resolved the issue, customer confirmed. No further investigation required.

Event description:
Customer reported on (B)(6) 2017 that their neoblue 3 led panel (part #001088) was defective and not illuminating within the warranty period.the customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns..